Manufacturer narrative:
(B)(4). A representative sample was returned for evaluation. The sample was visually examined for suture related kinking and found to be satisfactory. No kinking of the suture strand was observed. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an open heart surgical procedure on (B)(6) 2012 and suture was used. When the surgeon used the suture on the vessel and the posterior wall of the left atrium, the suture reportedly had memory and twisted and led to a bigger hole in the tissue. The patient experienced bleeding. The surgeon used a different product to repair the tissue. Currently, the patient is fine now.

Manufacturer narrative:
(B)(4). Suture kinking. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.